Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (severely angulated and short in length less then 12 mm). Evaluation, conclusions: (severely angulated and short in length less then 12 mm).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck morphology was reported as severely angulated and short in length; less then 12 mm. It was reported that after the talent graft was implanted, at the level of the renal arteries, the angiogram demonstrated a proximal type 1 endoleak. The physician elected to implant an aneurx aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.